Event description:
Despite gentle traction, resistance was felt while trying to pull the drain on postop day 3. The drain broke beneath the skin, causing the patient to have to return to the operating room for laparoscopic removal of intra-abdominal foreign body / retained drain. During the procedure, there was no identifiable reason as to why the drain broke.